Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported the adc freestyle libre sensor detached from their extremity after less than a day of wear. On (B)(6) 2019, the customer became unresponsive and lost consciousness and was given "grape shrug" by a non-hcp while at home. The customer was then taken to the hospital where they were treated with an unspecified infusion for hypoglycemia. The customer remained in the hospital for 2 days. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned and the reported serial number was deemed invalid. An extended investigation has been performed for the detachment of the freestyle libre sensor issue and there was no indication that the product did not meet specifications. Clinical data was reviewed and confirmed that freestyle libre sensors continue to be safe, effective, and perform as intended in the field. A tripped trend review was completed for the reported complaint and fs libre sensors, and there were no adverse trends that indicate any potential product-related issues. If the product is returned, the case will be re-opened, and a physical investigation will be performed.

Event description:
A customer reported the adc freestyle libre sensor detached from their extremity after less than a day of wear. On (B)(6)2019, the customer became unresponsive and lost consciousness and was given "grape shrug" by a non-hcp while at home. The customer was then taken to the hospital where they were treated with an unspecified infusion for hypoglycemia. The customer remained in the hospital for 2 days. There was no report of death or permanent injury associated with this event.